Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic) / pregnancy with complication'), abortion of ectopic pregnancy ('miscarriage') and genital haemorrhage ('hormonal changes describe: on and off bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida (5), parity 3 ((B)(6) 1994, (B)(6)2003, (B)(6) 2006), stomach pain and irregular menstrual cycle. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), cystitis ("infection (bladder/ urinary tract/vaginal): bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection") and abdominal pain upper ("stomach pain"). Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, fatigue, vaginal discharge, nausea, cystitis, vaginal infection, urinary tract infection and abdominal pain upper outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain lower, abdominal pain upper, abortion of ectopic pregnancy, cystitis, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, menorrhagia, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient is not currently planning for essure removal. She did not allege that essure caused birth defects. Quality-safety evaluation of ptc: unable to confirm complaint approximately. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs and mr received- previously reported event "injury to herself" was updated to¿ lower abdomen pain¿, events: pregnancy (ectopic)/ pregnancy with complication, miscarriage, device ineffective, abnormal bleeding (vaginal & menorrhagia), fatigue, vaginal discharge, nausea, bladder infection, vaginal infection, urinary tract infection, stomach pain, hormonal changes describe: on and off bleeding and plaintiff did not underwent for essure confirmation test were added ¿,medical history and lab data were added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.